Manufacturer narrative:
Exemption number e2019001. The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information and without a device to analyze, a definitive cause for the reported gripper actuation could not be determined. It should be noted that the mitraclip instructions for use (IFU) states: ¿raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover and impair cds performance¿. In this case, the gripper lever was retracted past the blue line, indicating that the user deviated from the IFU; however, there is no indication that the user technique influenced the reported event. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This will be filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. On the 2nd grasping attempt, the gripper arms did not go down. It was noted that the gripper lever was retracted passed the blue line when the gripper actuation was observed. Trouble shooting was performed and the gripper arms were able to come down, and a good grasp was made. The clip was deployed successfully, reducing mr to 1. The clip was observed to be stable. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.